Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant's region 12 and 22 fractured. Construction was a bridge placed on the implants. Patient suffered from peri-implantitis following bone loss and implant instability. Fracture was caused by mechanical overloading on the implants.further patient data is not available.